Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he got a motor position encoder error alarm on the insulin pump. Customer stated that he was using the computer when the alarm occurred. Customer stated that he removed the pump yesterday and he is using syringes. Customer stated that the drive support cap appears normal. Customer stated that he is a mechanic and he uses magnets all the time. Customer stated that he thinks his blood glucose was 117 mg/dl. Customer was advised to remain on his back-up plan until he gets this sorted out.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. We were unable to confirm alarm due to overwritten history file. We were unable to perform occlusion test and unexpected restart error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.